Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement, difficulty to retract or remove. This rv lead was partially explanted and other portion remains implanted. No additional adverse patient effects were reported. Additional information was received and indicated that through x-ray and device interrogation, the lead dislodgement was confirmed.

Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement, difficulty to retract or remove. This rv lead was partially explanted and other portion remains implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged, confirmed via x-ray and device interrogation. A revision procedure was performed, where the lead was attempted to be explanted. The lead was difficult to remove and could only be partially explanted with a portion of the lead remaining in the patient. No additional adverse patient effects were reported. The explanted portion of the lead was retained by the customer and was not returned for analysis.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2008. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The explanted lead segment was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.